Manufacturer narrative:
The device was received and is currently awaiting evaluation completion. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor would not flow during patient infusion. On the day the device was disconnected, ¿the device did not appear to have run at all¿. The device had been filled with 4500mg desferioxamine in 100 ml of an unspecified solution. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h4 and h6. H4: the lot was manufactured from may 13, 2019 - may 14, 2019. H10: the device was received for evaluation containing approximately 90ml of fluid in the bladder. Visual inspection was performed using the naked eye which revealed the absence of fluid coming out at the distal end of the white flow restrictor. Microscopic inspection was performed on the flow restrictor which observed air bubbles that causes blockage in the fluid path inside the lumen of the capillary glass inside the flow restrictor. The reported condition was verified. The cause of the condition was due to improper filling techniques during use. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.